Manufacturer narrative:
The cause of the discordant (B)(6) advia centaur xp (B)(4) results is unknown. Siemens has requested the samples for testing but the customer has not responded as to the availability of the samples. No further evaluation of the device is required as the results generated with advia centaur xp (B)(4) lot 103156 and the repeat testing with lot 103158 align with previously generated results for these samples. The limitations section of the instructions for use states the following: "the advia centaur (B)(4) enhanced assay is limited to the detection of antibodies to (B)(6) in human serum or plasma (potassium edta, lithium or sodium heparinized, and acd)." "It is recognized that currently available assays for the detection of antibodies to (B)(6) may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
During an evaluation of advia centaur xp (B)(4) reagent lot 103158, the customer noted two patient results that were (B)(6) on reagent lot 130156 and (B)(6) on reagent lot 103158. There are no reports that patient treatment was altered or prescribed based on the results. There are no reports of adverse health consequences based on the (B)(6) results with advia centaur xp (B)(4), lot 103158.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00081 on april 2, 2014 for (B)(6) results for advia centaur xp hiv 1/o/2 enhanced (ehiv) lot 103158 compared to advia centaur ehiv lot 103156 during a patient correlation between reagent lots. On april 23, 2014: additional information: siemens performed a multi-reagent lot study with advia centaur ehiv lots 103152, 103156, 103158 and 103160 with commercially available seroconversion panels ((B)(4)). The four reagent lots tested showed identical diagnostic performance on the seroconversion panels. The performance of the ehiv lots was also compared to that of other commercially available third and fourth generation tests, as well as pcr. The ehiv assay correctly showed a (B)(6) result at the same timepoint or earlier than all the other hiv antibody-only assays. Comparing the ehiv assay to fourth generation antibody/antigen combo tests, ehiv showed identical performance to fourth generation tests in most instances. As expected, in some instances, fourth generation tests and pcr showed earlier (B)(6) than ehiv. The ehiv assay is a qualitative assay, not a quantitative assay. The seroconversion panel study shows that all lots tested resulted in identical diagnostic performance. No further investigation is required. The cause of the (B)(6) advia centaur xp ehiv results is unknown.